Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Customer also reported that the unit would not even power on in diagnostics. Customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-ups, customer indicated that they replaced the power supply to address the reported problem. The ventilator is back in service the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the ...